Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power on testing and full functionality testing without duplicating the report. An internal inspection did not find any damages. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. No trend is associated with reports of this type.